Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were repeated loss of prime warnings with multiple cartridges.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2014 with the following findings: on (B)(6) 2014 the pump's black box recorded two loss of prime warnings due to zero force sensor readings. The pump was exercised for 24 hours at a 1 unit/hour rate with no loss of prime warnings or other alarms observed. The pump's force sensor was found to be in calibration at 170. The complaint could not be duplicated during the investigation.